Event description:
A malfunction on the pump was reported. The customer's blood glucose level did not exceed 500 mg/dl and was within the normal range. The customer received assistance from technical support to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if any further issues arose, which they acknowledged and understood.